Event description:
Customer reportedly obtained results of 400mg/dl and 110-220mg/dl on the aviva sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys, however, strips are unavailable for return. Replacement was sent.